Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The cannula-accessory was found to have weld defect. As a result, the shaft can completely detach from the bowl and the shaft may have uncontrolled motion. In march 25, 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannula including part 428071-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted the top of the single-site curved cannula accessory was spinning. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.